Event description:
Anaphylactic reaction [anaphylactic reaction]. Blisters [blister]. Swollen tongue [swollen tongue ]. Red hands and feet [erythema]. Hives [urticaria]. Swollen hands and feet [oedema peripheral]. Case description: spontaneous report was received on (B)(6) 2012 from a nurse via a sales rep regarding a (B)(6) female pt, initials (B)(6) with osteoarthritis of knee. The pt's medical history was significant for previous device implantation with synvisc one (first injection). On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f 20) injection, 6 ml, at an unk frequency, in left knee. The lot number for synvisc one was q1217. Four hours following the injection, the pt experienced red hands and feet, hives, blisters and a swollen tongue. On unspecified dates, the pt experienced anaphylactic like reaction and red, swollen hands and feet. The pt went to emergency room (ER) and was treated with benadryl (diphenhydramine), epinephrine and solumedrol (methylprednisolone sodium succinate). Later, the pt was released from ER on a medrol (methylprednisolone) dose "pak." On an unspecified date in (B)(6) 2012, the pt recovered from all the events and synvisc one was permanently discontinued. Concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc one and all the events was not provided by the reporting nurse. The qa (quality assurance) investigation results were received on (B)(6) 2012.

Manufacturer narrative:
The production and quality control documentation for lot# q1217, with expiration date (02/2015) was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.